Manufacturer narrative:
The patient¿s medical records were received. Section b7 was updated. Section f10 was corrected. Per the medical records, the patient had persistent paravalvular leak post tavr procedure and was persistently symptomatic with shortness of breath and fatigue. Approximately 2 years and 8 months post tavr procedure, an aortic paravalvular plug attempt was attempted, but was not successfully completed. The paravalvular aortic regurgitation appeared to increase from moderate to moderate to severe. Two (2) months later, the patient was taken to the operating room for reoperative sternotomy and reoperative bioprosthetic aortic valve replacement on redo-sternotomy, explantation of tavr valve, bioprosthetic aortic valve replacement and patch repair of the aortic root using bovine pericardium. The patient tolerated the procedure well without post-operative complications and was discharged to home on post-operative day 5. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl could not be determined. However, may have been related to cardiac remodeling or progression of disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Approximately 2 years and 10 months post implant of a 23mm sapien 3 valve in the aortic position, the valve was explanted and an inspiris resilia surgical valve was implanted. The reason for the valve explant is unknown at this time.